Event description:
It was reported the camera head had no image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detach cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of no image and detach cable was traced to a component failure due to wear and tear, without any design or manufacturing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.